Manufacturer narrative:
Concomitant medical products: 6570 stent implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead one day post implant. It was further reported that the ra lead and right ventricular (rv) lead had dislodged. The ra lead was explanted. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.